Event description:
The facility reported an infusion pump with a depleted battery alarm. The event was reported to have occurred druing biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
The pump was serviced at customer location. Evaluation was completed on 18 october 2005. The customer reported condition of depleted battery was confirmed. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue.